Event description:
Versajet ii exact disposable handset (45º/8mm) requested by surgeon. Registered nurse observed as handpiece was plugged. Handpiece plugged in per manual into handpiece box. Immediately after handpiece was hooked up, leaking was noted where handpiece plugs into portion that twists and locks. Troubleshooting was performed using instructions' manual on how to plug the versajet ii exact disposable handset. Or charge nurse was called, but was also unable to determine why handpiece was leaking and determined it must be a malfunctioning handpiece. New handpiece obtained and plugged in with no further issues. Both, broken handpiece and box were saved and left for clinical engineering.